Event description:
It was reported that this was a venotomy closure of both the right and left common femoral vein (rcfv and lcfv) using the pre-close technique via an 8f sheath hole in the rcfv and an 11f sheath hole in the lcfv prior to an electrophysiology (ep) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] was noticed with a prostyle device in both the rcfv and lcfv. The sutures of two new prostyle devices were successfully pre-placed in both access sites. The sheath was upsized to a 17f sheath in the rcfv and the sheath was not upsized in the lcfa. The electrophysiology procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures in both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.